Event description:
Patient who presented with syncope and significant congestive heart failure with an ejection fraction of less than 30% underwent aicd placement. The next morning the defibrillator discharged approximately four times. Interrogation of the defibrillator revealed it was sensing rapid and possible background noise. The defibrillator was turned off and the patient was thought to benefit from possible interrogation of the aicd.